Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two spyscope ds ii access & delivery catheter devices used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the common bile duct (cbd) during an electrohydraulic lithotripsy (ehl) procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the image of the spyscope ds ii was lost after 5 minutes into the procedure. A second spyscope ds ii was used; however, the same problem occurred. The procedure was not completed due to same device unavailable. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to the second of two spyscope ds ii access & delivery catheter devices used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the common bile duct (cbd) during an electrohydraulic lithotripsy (ehl) procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the image of the spyscope ds ii was lost after 5 minutes into the procedure. A second spyscope ds ii was used; however, the same problem occurred. The procedure was not completed due to same device unavailable. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
H6 (device codes): problem code a27 is being used to capture the reportable event of aborted/cancelled procedure. H10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that no elevator marks were noted on the shaft of the catheter. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment was performed. The device was plugged into the controller. No image was displayed, and the device did not initialize.the device was fully articulated in all directions. No changes were identified with the image, it remained off. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl), thru-silicon vias (tsvs), or camera wire. X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wires. The handle was opened and the connection of the camera wires to the pcba was inspected. No damage or defect was noted on the bond between the solder pads and the camera wires. The glue feature was wiggled with tweezers to test the solder bond of the wires, and no change to the image was noted. Pressure was applied to the ground pad on the pcba using a screwdriver, and no flex was observed on the pcba. It appeared fully bonded to the breakout and no components on the board appeared damaged. The camera wire in the breakout region was visually inspected. No damage was noted to the camera wire or jacket. It was noted that no procedural residue was present in the breakout region in the handle. The umbilicus assembly was replaced with a known good umbilicus assembly and an image assessment was again performed. The device was plugged into the controller, and no image was displayed. Electrical testing was performed to verify the voltages of the board components, and no problems were found. The reported complaint was confirmed. Although product analysis confirmed the device was defective, analysis was unable to determine the probable cause for the defect with the device. Based on all gathered information, the complaint investigation conclusion code selected for the visualization problem is cause not established. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.